Event description:
The customer reported to customer service that while she was using the freestyle breast pump, she developed mastitis, for which she was prescribed an antibiotic. The customer stated that she stopped pumping a few weeks ago and has started back up again. The customer feels she has the wrong size breast shields.

Manufacturer narrative:
Replacement breast shields were sent to the customer. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in ir14-0084. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is high among women who have breastfed previously, especially those with a history of mastitis." Riordan adn wambach, 4th ed p. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time.